Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician was attempting to advance a taxus express2 3.6 x 16 mm drug eluting stent to the lesion in the lad when crossing difficulties were encountered. It is unk if the lesion was predilated. No pt injuries or complications were reported. The pt is in satisfactory/good condition.